Event description:
Boston scientific received info that this device appropriately detected, treated and converted an episode of ventricular fibrillation (vf): however, no post-shock pacing was exhibited. The info was sent to boston scientific's internal technical services (ts) for a functional assessment. Upon review, ts confirmed small oversensed post-shock signals, which contributed to ventricular pauses of approx. 4.5 seconds. No adverse pt effects were reported and info regarding optimal system programming was discussed.

Manufacturer narrative:
As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided. A MDR for this product (model number: 1010 serial number: (B)(4) was originally submitted to the FDA on (B)(4) 2013, under MDR #3009448963-2013-00131. This MDR # is duplicate to a previously submitted MDR for another product (model number: 1010 serial number: (B)(4)), reported on (B)(4) 2013. This MDR is being resubmitted to report this event using a unique MDR # for this product (model number: 1010 serial number: (B)(4).) There is no new info that changes the understanding of this event.